Event description:
Pt contacted dexcom technical support on (B)(6)2010 to report experiencing a tender abdominal insertion site over the previous month. Pt recently received dexcom's letter to pts informing them of the possibility of broken sensors and thought his pain might be related, although he has no reason to believe that the sensor wire was broken or otherwise retained during removal. The sensor in question is unavailable for evaluation because it was discarded. Dexcom cannot confirm if this issue is related to a broken sensor.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.